Event description:
It was reported by service report that the siderails did not lock the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - siderail timing link.